Event description:
According to the reporter, the patient presented significant bleeding after approximately 3 hours after the end of a laparoscopy rectosigmoidectomy surgery. It was necessary to start treatment for hemostasis (with clips). There was an increase in hospitalization time and an increase in hospital expenses (private patient). The patient remained in the hospital for approximately 6 days.

Event description:
According to the reporter, per additional information received,the patient required a blood transfusion. The patient remained in the hospital for approximately 6 days post-op and was then discharged from hospital.

Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of six photos of a device. The event report alleges the product was used in a surgical procedure. Staple line bleeding was observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. No enhancements or improvements were generated for the reported condition. Based on the evidence available the reported condition was confirmed. A potential root cause is thick tissue. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.